Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (cofc), trending of lot number, concomitant product evaluation, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 02/14/2016 to 08/12/2016 and no significant trend was observed. The field service engineer (fse) completed a successful cycle and confirmed the unit met specifications. No problem with the unit was found. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue could not be determined due to insufficient information after multiple attempts were made with the customer. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 054611-03. Expiration date ¿ the correct expiration date is 08/31/2017.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.